Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Not available on the date of filing. Not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that after placing screws, the health care professional reported that the passive planar probe showed an inaccuracy of approximately 5 mm superior and 2 mm laterally. It was noted that the site brought in a new navigation system and imaging system and did a new spin and had no issues with inaccuracies in navigation following. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
Additional information: updated with patient information. Additional information updated. The software investigation was not able to determine probable cause since the on-going investigation proved to be inconclusive based on the information provided. However, based on provided information, suspect movement of the anatomy relevant to the frame during screw placement may have contributed to the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
There was 1 unused spin reported.